Event description:
It was reported that an inguinal hernia repair was performed in 2002. The surgeon reports a synthetic absorbable suture and a topical skin adhesive were used for wound closure. The suture technique was a running technique with no knots. The synthetic absorbable suture was placed subcuticular. The surgeon was relying on the topical skin adhesive to hold the wound together. At 24 hours post op, the wound dehisced. No suture breakage was noted. A nylon suture was used to repair the dehiscence.